Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the orders were not crossing for few patients. The technical support specialist changed the cce api to the es ip address and restarted the cce and now the messages queued up and also advised to connect with hospital it to resolve the dns issue. . The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system the orders were not updating for few patients. The customer stated that this malfunction causing a delay to the patient care. There were no adverse events or injuries reported based on this incident.